Event description:
Information was received indicating that during pre-test, a smiths medical cadd solis vip pump failed accuracy +4.53%. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, at least one of three delivery accuracy tests performed was outside of the published 3% variance specification. The pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.